Event description:
Additional information has been received stating the patient underwent a secondary procedure to shorten the stent.

Manufacturer narrative:
Additional information provided in a.4., b.3., b.5., b.6., b.7., d.6., and d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after a glaucoma stent implant procedure, there was endothelial cell touch from the stent. The patient has experienced endothelial cell decrease. Additional information has been requested.